Event description:
Technologist was wearing glove for cath lab procedure. She took her glove off post procedure and found blood on her index finger. She saw no prick or injury. She and the patient had blood drawn for hiv, hepatitis b & c, and rpr. No prophylactic medication was started. The blood tests were fine. The patient was a low risk patient.